Event description:
It was reported that during implant the lead exibited high thresholds, the lead was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.